Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the lead found to have insulation damage. When the physician was front-loading the lead over a guidewire, the guidewire perforated the lead body. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation damage and lead body damage allegations were confirmed based on the field report. Visual inspection was not able to locate the puncture hole in the insulation. The silicone insulation has the tendency to re-seal itself after a wound making it difficult to locate the puncture hole. However, past occurrences normally shows puncture hole usually locates at the curvature of the spiral fixation just distal to flouro marker.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the lead found to have insulation damage. When the physician was front-loading the lead over a guidewire, the guidewire perforated the lead body. The lead was never in service. No adverse patient effects reported.